Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 18 years and 1 month post implant of this pulmonary bioprosthetic valved conduit, it was replaced valve-in-valve due to stenosis and regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.